Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited low pacing impedance, under-sensing, failure to capture and high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.